Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
It was reported that froze on wire occurred. A 3.5 mm x 15 mm quantum maverick balloon catheter was advanced for dilation. However, upon withdrawal, the guidewire got stuck. The procedure was completed with another of same device. There were no patient complications reported, and the patient was stable following the procedure. It was further reported that the target lesion was about 80% stenosed, moderately tortuous, and moderately calcified left circumflex artery. The device was difficult to advance on the guidewire, and after post dilation, the device became stuck on the guidewire and was difficult to remove. After multiple tries, both devices were slowly removed together as one unit.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Device evaluated by MFR: fg quantum maverick, mr 3.5mm x 15mm balloon catheter was returned for analysis. A visual and tactile inspection identified no issues noted with the hypotube shaft. A visual, tactile and microscopic inspection of the shaft polymer extrusion identified no kinks or damages. A microscopic inspection revealed that the balloon was subjected to positive pressure. An examination of the markerbands identified no damages. The bumper tip of the device was not damaged. A wire insertion analysis identified the device could be loaded on a 0.0140-inch test guidewire without issue.

Event description:
It was reported that froze on wire occurred. A 3.5 mm x 15 mm quantum maverick balloon catheter was advanced for dilation. However, upon withdrawal, the guidewire got stuck. The procedure was completed with another of same device. There were no patient complications reported, and the patient was stable following the procedure. It was further reported that the target lesion was about 80% stenosed, moderately tortuous, and moderately calcified left circumflex artery. The device was difficult to advance on the guidewire, and after post dilation, the device became stuck on the guidewire and was difficult to remove. After multiple tries, both devices were slowly removed together as one unit.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6)

Event description:
It was reported that froze on wire occurred. A 3.5 mm x 15 mm quantum maverick balloon catheter was advanced for dilation. However, upon withdrawal, the guidewire got stuck. The procedure was completed with another of same device. There were no patient complications reported, and the patient was stable following the procedure.